Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A bent pin inside the video connector was found, causing no image on olympus series 180 scopes.

Event description:
A user facility reported to olympus that upon connecting a camera or ureteroscope to the cv-190, there is no image and one of the pins is bent inside the "camera box." The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported event was a buckled terminal inside the video-connector socket, which resulted in communication abnormalities between the scope and the processor and did not show images of the scope.